Event description:
The customer stated that he received a blood glucose reading of 257 mg/dl and then a reading of 83 mg/dl. The customer did not alleged any adverse event. The customer did not have any of the discs left that gave him the erratic readings, so no product will be evaluated.